Event description:
The mounting bracket of corrugated hose became loose from the cable carriage. This caused the corrugated hose to fall down from the ceiling suspension.

Manufacturer narrative:
The counter nut was unscrewed and so the field service engineer tightened them and now the system is performing to specifications.